Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the catheter was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted the pump was in minimal flow rate. It was noted that no intervention was planned since the patient needed to operate on their shoulder and was fine at the moment without morphine. It was noted they had more pain and "became the morphine per oral." Additional information reported the revision surgery was planned for (B)(6). Additional information reported the pump was turned. It was noted the health care provider (hcp) turned the pump back and fixed it. It was noted the catheter was plugged at first. It was noted the hcp could flush the catheter and after that the "liquor came back fluently." It was noted the catheter was still in the intrathecal space. It was reported the patient was fine. It was noted the pump was filled with morphine, clonidine, nacl.

Event description:
It was reported the expected residual volume (erv) was 5.6ml and the actual residual volume (arv) was 20ml. It was stated the health care provider (hcp) had to ¿turn the pump, because the refill port was below.¿ it was stated the hcp planned to operate on the patient to fix the pump and, if necessary, change the catheter. The pump was used to deliver morphine and clonidine. It was reported there was pain. The patient status was noted as alive with no injury. Patient outcome was not provided. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
Analysis of the catheter (lot no. 0206297050) found there was significant twisting that may have been affecting infusion. There were multiple kinked areas. During pressure testing in the lab, the kinked area would occlude when the catheter was bent to a narrow radius. There was a pin connector with tiny piece of catheter attached to both proximal and distal ends.

Manufacturer narrative:
Concomitant product: product ID: 8780, lot# 0206297050, implanted: (B)(6) 2012, product type: catheter . (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.